Manufacturer narrative:
The qa lab evaluated the returned reagent using control solution. Three of the strips tested read e2, one strip read "hi" and the remaining strip read 599 mg/dl (453 mg/dl high, out of spec). The high readings were most likely the result of the open bottle cap.

Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.